Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The failure mode introducer damage was changed to access site bleeding as it was noted there was noticeable leaking form the introducer hub. The product was returned and the introducer was leak tested. A leak was noted to be coming out from under the orange valve. It leaked around 50 mmhg which lower than the 180 mmhg per specifications. The root cause of the access site bleeding is most likely due to a damaged valve. B.1 revised from the initial manufacturer device report number 1220648-2025-26594 based on the investigation results. B.2 revised from the initial manufacturer device report number 1220648-2025-26594 based on the investigation results. B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26594. D.1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26594 was submitted in accordance with updated procedures. D.2 revised common device name since the initial manufacturer device report number 1220648-2025-26594 was submitted in accordance with updated procedures. D.4 revised section since the initial manufacturer device report number 1220648-2025-26594 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should have been reflected as blank on the initial manufacturer device report number 1220648-2025-26594. D.10 added pump information since the initial manufacturer device report number 1220648-2025-26594 was submitted in accordance with updated procedures. E.1 added us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26594. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26594 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.1 revised from the initial manufacturer device report number 1220648-2025-26594 based on the investigation results. H.6 revised component code since the initial manufacturer device report number 1220648-2025-26594 was submitted in accordance with updated procedures. Health effect - clinical code, medical device problem code and health effect - impact code revised from the initial manufacturer device report number 1220648-2025-26594 based on the investigation results. Code 3233 should have been on the initial manufacturer device report number 1220648-2025-26594 as the investigation was in process.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. A leak was noted around the top of the plastic orange hub of the 14fr short sheath. There was no patient harm and support continued uninterrupted.